Manufacturer narrative:
Eval: device 1 of 2. See MFR # 1627487-2010-02618 for device 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. See MFR # 1627487-2010-02618 for device 2. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt suddenly lost stimulation. An x-ray showed that the extension slipped out of the ipg header and the wires were fractured. The physician tried to replace the extension with another one but failed because, it was impossible to insert the lead into the connector from the extension completely. After several attempts, the physician decided to use another extension, which was connected properly. The physician removed the fractured extension and replaced it with a new one on (B)(6) 2010.